Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead had exhibited low sensing values and loss of capture. An x-ray was performed, confirming the atrial lead had dislodged and was floating in the atrium. No adverse patient effects were reported.